Manufacturer narrative:
Omit : concomitant med prod desc - 8100 (1). Correction : imdrf annex e and f codes. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an under infusion issue involving methotrexate. The 23.5 hour infusion was stated at 1625 and was calculated to infuse over 22.5 hrs. To allow for medication administration (rate was set at 46 ml/hr.). At 1952, the infusion was stopped for 15 minutes so that the clinician can administer ondansetron. The infusion rate was increased to 55ml/hr. At 2248. The infusion was stopped again at 0330 for 15 minutes to administer ondansetron. The rate was increased to 60ml/hr. At 0943. Once again, the infusion was stopped at 1112 for 15 minutes to administer ondansetron. The infusion was completed at 1530, buretrol in line with the IV tubing was used to measure the volume infused hourly. There was patient involvement but no harm.

Event description:
Hold for gn 12-16it was reported an under infusion issue involving methotrexate. The 23.5 hour infusion was stated at 1625 and was calculated to infuse over 22.5 hrs. To allow for medication administration (rate was set at 46 ml/hr.). At 1952, the infusion was stopped for 15 minutes so that the clinician can administer ondansetron. The infusion rate was increased to 55ml/hr. At 2248. The infusion was stopped again at 0330 for 15 minutes to administer ondansetron. The rate was increased to 60ml/hr. At 0943. Once again, the infusion was stopped at 1112 for 15 minutes to administer ondansetron. The infusion was completed at 1530, buretrol in line with the IV tubing was used to measure the volume infused hourly. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.